Event description:
External balloon on trach had a leak the same day it was placed. The trach had been tested and inflated under water prior to placement in the operating room. Dates of use: still in use, (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: ventilator dependence.